Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use four resolute onyx rx drug eluting stents to treat a moderately tortuous and severely calcified lesion, located in the mid and proximal /ostial right coronary artery (rca). There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the first two resolute onyx stents were successfully implanted in the mid rca. It was reported that an attempt was made to implant a third resolute onyx but stent deformation occurred in vivo during positioning and the stent was removed. The lesion was pre-dilated with a medtronic balloon and the fourth resolute onyx was inserted but it was getting caught on ostial calcium. It was reported that the stent buckled when trying to insert and it could not be deployed. Following the failed delivery, an attempt was made to remove the device but resistance was meet. It is reported the stent dislodged from the delivery system. The stent was removed all the way up until the sheath but could not be advanced any further. Surgery was performed to remove the dislodged stent from right radial artery. The patient is reported as being alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that the stent was unable to cross the lesion. It appeared to become dislodged in attempting to cross the lesion. It became deformed at the point of sheath access (wrist) when stent was being removed from patient. All interventional supplies were being taken out of patient due to concerns of stent being vulnerable to coming off the wire. The angle of the stent¿s orientation to the sheath at time of removal (it was not coaxial) caused the stent to deform and come off of wire. The stent was loose in the hand. An incision was made (based on fluro view) and stent was removed. The stent was not re-inserted. The patient recovered and was discharged without further incident. If information is provided in the future, a supplemental report will be issued.